Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced cgm connectivity issues with a dexcom g7, during which the pump requested cgm connection or bg entry and dosing would stop, prompting a pump restart after which cgm readings resumed; the user¿s bg was 373 mg/dl initially and the pump delivered approximately 3 units about 10 minutes prior to review, with subsequent bg values trending down to 312 mg/dl and then 144 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery to target range by the end of the follow-up period. Investigation included review of pump dosing history and real-time cgm status with user-guided troubleshooting. Investigation of this case revealed a transient cgm communication issue that was resolved by restarting the pump, with no persistent device malfunction identified and no hardware component replacement performed. It was concluded, based on previously established findings for similar reports, that the cause was user and device interaction related to cgm connectivity, resolved with standard troubleshooting.